Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During tha, the surgeon found the metal piece in wound of patient. He removed the metal piece from the wound. After surgery, the surgeon found that the calcar planer was broken.

Manufacturer narrative:
An event regarding alleged crack/fracture involving an accolade cutter was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition and the lip around the hole on the underside of the planer had fractured. Mar evaluation determined the calcar planer fractured due to an overload condition. Medical records received and evaluation: not conducted as no medical records were provided for review and patient factor didn't contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: a complaint history review noted that there has been 1 other event for the lot referenced. Conclusions: an event regarding alleged crack/fracture involving an accolade cutter was reported. A visual inspection of the returned device confirmed the event as it was clearly visible that a piece of metal from the lip around the hole on the underside of the planer had broken off. Further mar evaluation determined the calcar planer fractured due to an overload condition. If any additional information is received in future, this investigation will be reopened and re-evaluated.

Event description:
During tha, the surgeon found the metal piece in wound of patient. He removed the metal piece from the wound. After surgery, the surgeon found that the calcar planer was broken.